Event description:
Reporter alleged passing out 6 hours after taking insulin and blood glucose measured 132 mg/dl, however, when going to the hospital their meter read 500 mg/dl within 10 minutes. It was stated customer was in the hospital ICU for 2 days where he was diagnosed with diabetic ketoacidosis (dka) and treated with 3 IV's, contents for insulin, hydration, and other uknown substance. Reporter indicated the test strips being used at the time are expired. A request was made for the return of the suspect device and replacement product was sent.